Event description:
A cusa excel + ultrasonic tissue albation system was being used during a craniotomy. The surgery was started and at some point, it was realized that the cusa would not power on. I informed the surgeon and he paused surgery for 90 mins while we obtained a cusa from another hosp. The unit was not in contact with the pt when the problem occurred however, the pt was anesthetized. It appeared that the pt did not incur an injury as a result of this event because the rep spoke with the surgeon several days later and he said the pt was doing well.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.